Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller, (B)(4) and five (5) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of controller (B)(4), and batteries (B)(4) revealed that the devices passed visual examination and functional testing. Failure analysis of battery (B)(4) revealed that the unit passed visual inspection but failed functional testing due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching twenty-five percent (25%) relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the high max error can be attributed to a battery that is out of calibration. This observation is not related to the reported event. An attempt was made to replicate the issue by manipulating the batteries connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving controller (B)(4) was not found to show any indication of power switching occurrences in the log files. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. (B)(4): heartware has opened an internal investigation to address momentary disconnection. Sn: (B)(4) - battery. Di #: (B)(4). Device evaluated by MFR: yes. Device mfgd: 15-sep-2015. Sn: (B)(4) - battery. Di #: (B)(4). Device evaluated by MFR: yes. Device mfgd: 17-sep-2015. Sn: (B)(4) - battery. Di #:(B)(4). Device evaluated by MFR: yes. Device mfgd: 18-sep-2015. Sn: (B)(4) - battery. Di #: (B)(4). Device evaluated by MFR: yes. Device mfgd: 16-sep-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other products involved in this event: model #/lot # (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 03/06/2017. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun (02) device manufacture date: 09/30/2015. PMA #: no. (B)(4). Model #/lot #: (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 03/06/2017. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun (02). Device manufacture date: 09/30/2015. PMA#: no. (B)(4). Model #/lot #: (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 03/06/2017. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun (02). Device manufacture date: 09/30/2015. PMA#: no. (B)(4). Model #/lot # : (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 03/06/2017. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun (02). Device manufacture date: 09/30/2015. PMA #: no. (B)(4). Model #/lot # : (B)(4) - battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for evaluation?: yes, 03/06/2017. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun (02). Device manufacture date: 09/30/2015. PMA #: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient reported of battery switching. It was reported that the logfile were sent to get analyzed. It was stated the "fe confirmed abnormal behavior on all of the batteries. It was stated that all batteries and the controller were exchanged. It was further stated that the patient is doing fine. No additional information available.